Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "textured" and capsular contracture baker grade iii against right device. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "textured" and capsular contracture baker grade iii against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6, device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. ¿ red particles observed on the device.